Event description:
The end user reported that approximately five months ago he noticed that his peristomal skin was red and had an open area located under the tape collar that measured about three centimeters. He stated that it is weepy, itches and burns. He reported that he saw his medical doctor approximately three months ago and was prescribed antifungal powder, which he used for two to three weeks and there was no improvement. He then saw his wound ostomy care nurse approximately two months ago and was recommended to try duoderm extra thin and his skin cleared. However, when he attempts to discontinue the duoderm extra thin; the peristomal skin becomes open and weepy again. He was encouraged to follow-up with health care provider if concerns persist or worsen.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).